Event description:
Home patient's (hp) wife called in to baxter's technical service center and reported a check supply lines alarm while priming, using the homechoice (hc) system. After technical service rep (tsr) explained the alarm, verified that hp had all clamps open, however, clamps to the unused lines were also open. No patient injury or medical intervention was reported at the time of the incident.